Event description:
A robotic vessel sealer failed during case. Another vessel sealer was opened and it would not work either ¿ the blade was exposed on both. Both were the same lot number. Robotic portion of case was abandoned and the case was finished laparoscopically. Disposable device and new disposable device was opened.